Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple power cable disconnect alarms that originated from the black power cable. A review of the log files revealed several low power advisory events while connected to battery power on (B)(6) 2023. Troubleshooting was performed but did not resolve the alarms. The alarms resolved after exchanging the patient's heartmate ii system controller and heartmate ii 14 volt li-ion clips.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned system controller. The submitted and downloaded system controller event log files contained approximately 3 days of data combined ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log files captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections on (B)(6) 2023 from 07:13:04 to 15:34:53 due to the relative state of charge on the black power lead dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time and no issues or atypical alarms were produced, including when the controller power cables were manipulated by hand. Evaluation of the system controller power cables did not reveal any issues. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The system controller was shipped to the customer on 28sep2021. No further information was provided. The manufacturer is closing the file on this event.